Manufacturer narrative:
Follow-up #1 date of submission 10/06/2016-device evaluation: the pump was returned and evaluated by product analysis on 10/04/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of delivery interruptions. The recorded total daily dose values accurately reflect the user programmed basal settings. There was no evidence of cancelled or partial bolus deliveries. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no delivery or history/settings issues observed. A 10 unit normal bolus and audio bolus was programmed and delivered successfully. A delivery accuracy test was performed and passed. The complaint was not duplicated and no defect was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2015, the patient experienced a blood glucose (bg) reading of 800 mg/dl with excess urination and extreme thirst. The patient was hospitalized and treated by the health care provider with intravenous fluids and insulin via injection. Treatment was administered on (B)(6) 2015. The reporter also indicated that the pump insulin to carbohydrate (I:c) ratio had required adjustment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to user error, as the insulin to carbohydrate ratios were incorrect in the pump.